Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that nearly 3 months after the dental implants was installed in intraoral region #18 it was verified its non osseointegration; 40 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii.